Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not confirmed or duplicated during bench handling testing and performing 30j tests. The device history logs indicated occurences where the charge button was pressed and the device prompted selection of 30j, thus indicating that the energy setting was not at 30j which is required for the device to discharge. The device was recertified and returned to the customer with a no fault found. Analysis of reports of this type has not been identified an increase in trend.